Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -15.5 diopter, into the patient's right eye (od) on (B)(6) 2017. The surgeon plans to exchange the lens due to excessive vault. The reporter states that "the symptoms began on (B)(6) 2017". The lens remains implanted. (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
(B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2 mm micl 13.2 lens, diopter -15.5 was to be explanted from the patient's right (od) eye on (B)(6) 2017, possibly due to an over vault. Attempts to obtain additional or updated information have been unsuccessful.